Event description:
It was reported that during a breast biopsy the driver cutter knob and vacuum button worked intermittently. The procedure was completed. There was no patient consequence reported. The device was returned for analysis.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the driver was returned with the cable causing the cutter and the on/vac switch to work intermittently. The driver was repaired and cleaned, disassembled, and then reassembled per design specifications. The device was tested, and functioned properly.